Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The device produced error code 46228. This error code occurrence was considered to be transient, and the software was reinstalled. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a malfunction. The fault occurred during patient in use, there was no patient involvement. Analysis of the device found a persistent error code.